Manufacturer narrative:
Additional information: d10 - lot numbers updated. H6 - codes updated. Investigation findings: visual inspection: a clip jam and/or various deformations on the slider sheet were noted. Furthermore, the latch and the tongue of the plastic housing were found to be missing. The plastic housing is heavily deformed. The functional test with the handle and the shaft did not reveal any deviation which could have contributed to the reported clip jam. The clips could be applied without issues. Batch history review: the device history records have been checked for all available device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot numbers. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: the mechanical damages resulting from the reported issue could be confirmed. The exact cause could not be determined. There is no indication for a design-, manufacturing- and/or material-related failure. Ensure that the following steps are carried out as described in the instruction for use (IFU) (aesculap ag reference no. (B)(4) change no. (B)(4)).: - assembling the pneumatic clip applier. - inserting a cartridge. - function check. - inserting the titanium clip cassette. - operation. - changing the titanium clip cassette and the cartridge. - removing the titanium clip cassette. - disassembling the pneumatic clip applier. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: pl522r/ shaft compl.d:5mm l:310mm (aesculap ag reference no. (B)(4)). Pl520r/ challenger ti-p handle (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl574t - challenger ti-p sm-ligat.clips 12 cartr. According to the complaint description, the clips jammed and the magazine fell into the abdominal cavity. After retrieval, it was found that the base of the "claw" was missing. There was a surgical delay due to this malfunction. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. ((B)(4)). Involved components: pl522r/ shaft compl.d:5mm l:310mm (aesculap ag reference no. (B)(4)). Pl520r/ challenger ti-p handle (aesculap ag reference no. (B)(4)).